Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
It was reported that an automated impella controller failed to detect a purge disk. No patient involvement was reported.

Manufacturer narrative:
Investigation summary: data review: the console logs were consistent with what was reported in the complaint. Purge disc not detected alarms were observed in the logs. Device analysis: the console was tested. The reported purge disc detection issue was able to be reproduced. Further inspection of the console revealed that the purge disc flag was broken (missing at blue retainer). Conclusion: the root cause of the reported purge disc detection issue was a broken purge disc flag. Product history review summary: there were no issues related to the complaint discovered when reviewing the product history of the console.